Manufacturer narrative:
This report is submitted on august 15, 2018. (B)(4).

Event description:
Per the clinic, the patient experienced minimal clinical benefit with device use and underwent a cosmetic procedure resulting in the decision to electively explant the magnet on (B)(6) 2018. The implanted device remains insitu.

Manufacturer narrative:
Correction : updated data to reflect the correct "date of awareness" . The correct "date of awareness" is (B)(6) 2018, not(B)(6) 2018 as initially reported.